Event description:
Clinical study: 5 months later pt was admitted to non-enrolling hosp with precordial chest pain associated with diaphoresis and weakness. ECG showed st segment changes consistent with high lateral myocardial infarction. Cardiac enzymes became elevated consistent with guideline definition of an mi. In the opinion of the physician the relationship of the mi to the taxus stent "probable." Later in the day, the pt was transferred to another facility for diagnostic cardiac catheterization. Coronary angiography revealed lvef 65% with small localized lateral wall motion abnormality, lmca normal, lad normal, acute proximal occlusion of previous 1st diagonal stent, lcx no significant disease, rca normal. Per source documents, following procedure 6 months ago, the pt continued to smoke and discontinued all medications on their own after approx 6 months, including asa, plavix, and antihypertensives. The occluded 1st diagonal was recanalized followed by placement of a 2.75mm taxus stent with "excellent angiographic result." The pt was also treated with magnesium sulfate supplementation for frequent ventricular extrasystole, including asymptomatic non-sustained ventricular tachycardia. The pt was discharged 3 days later on asa and plavix therapy with a recommendation for follow-up stress testing within the next 2 weeks. In 2005, pt was admitted with acute coronary syndrome and diagnosed with a non-st segment elevation myocardial infarction. Cardiac enzymes were elevated, but did not meet guideline definition of an mi (peak ck 207, uln 230 u/l; peak ck-mb 17.0, uln <3.6 ng/ml; peak troponin 5.40, uln <0.10ng/ml per discharge summary). Coronary angiography revealed, lvef 60% with subtle anterolateral wall motion abnormality, lmca free of significant disease, lad proximal, mid and distal plaque disease, 40% ostial stenosis of a superior branch of the 1st diagonal, 40 % ostial stenosis 2nd diagonal, lcx serial 25% proximal stenoses, rca 30% proximal stenosis, serial 35% mid stenose, plaque disease of the distal rca, r-pda, posterior av segment, and several large posterolateral branches. Per soure documents, asa and plavix therapy had been "on hold" for laparoscopic cholecystectomy performed in 2004. In-stent restenosis of the inferior 1st diagonal was treated with balloon angioplasty, reducing the stenosis to 20%. The superior branch off the 1st diagonal was also treated with balloon angioplasty, with improvement in flow and ostial diameter. The pt was discharged 5 days later with recommendation to continue asa and plavix therapy indefinitely. In the opinion of the physician the relationship of the target vessel reintervention to taxus sten "probable." In the opinion of the physician the relationship of the superior brance off the 1st diagonal to the taxus stent is "not related."